Manufacturer narrative:
The hill-rom tech found the hand pendant was damaged and cracked. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the hand pendant and the issue was resolved. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed hi/low would self-run when the pt sits on the foot section. The bed was located in labor and delivery. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).